Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented to the hospital after having a cardiac arrest. The patient was scheduled for a pacemaker change out. The right atrial lead exhibited noise and sensing anomaly. The fluoroscopy revealed that the right atrial lead was dislodged. A new system was implanted on the right side, the system on the right was left and turned off. The patient was kept overnight for observation. The patient remained stable throughout this interrogation as well and will continue to be monitored going forward.